Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Tibial insert trial cracked when attempting to insert during trial reduction. The femur trial was in place. The tibial baseplate trial was being held in place by two posterior pins and one anterior pin on the surface of the trial baseplate. The tibial insert trial was struck using the tibial insert impactor from the triathlon miscellaneous instruments tray. An alternative trial that was already open on the sterile field was used to complete the case without delay.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon trial was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis has been performed. The report concluded: ¿the fracture occurred in fast fracture through the center of the device. The origin was found to be inside the material at the interface between the first and second injection molding shots.¿ medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event was confirmed. Investigation concluded the parts were not manufactured to specification. The parts are injection molded by (B)(6). Sample parts were pulled from fg. Lack of fusion areas were observed between the first and second shots of the two-shot trials.

Event description:
Tibial insert trial cracked when attempting to insert during trial reduction. The femur trial was in place. The tibial baseplate trial was being held in place by two posterior pins and one anterior pin on the surface of the trial baseplate. The tibial insert trial was struck using the tibial insert impactor from the triathlon miscellaneous instruments tray. An alternative trial that was already open on the sterile field was used to complete the case without delay.